Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. (B)(4): the investigation identified a potential false negative in the lad and lcx. This was due to analyst error; when edited the reassessment of the analysis showed a decrease in the ffrct value from 0.79 to 0.63 at the mid lad and 0.92 to 0.63 in the lcx. While heartflow has identified this issue, the physician acknowledges the communication and has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.